Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that tip separation was not related to the product itself but his technique. The patient was discharged without problem. When the subject microcatheter was returned, a concomitant guide wire was inserted in the catheter and wire tip approximately 140 cm in length was out of the catheter tip. The catheter tip was microscopically observed. It was found that the distal portion of the tip was missing. The shaft surface was rough; it was assumed that the tip contacted with the calcium. The shaft strands were widened due to accumulated rotational stress. Scratches and a helical groove that was assumed to be caused by contact with calcium were observed on the remaining tip surface. Near the tip breakage site, circumferential cracks were observed. By measuring the remaining tip, it was concluded that approximately 2 mm of the tip was missing. No damage was found on the concomitant guide wire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the above investigation outcome, it was concluded that rotational and/or pushing-pulling force exceeding the product design limit might be locally applied to the catheter while the catheter tip had been trapped by the calcified lesion. The excessive stress led the tip to be twisted and eventually broken off. There was no indication of product deficiency. The instructions for use states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
During a retrograde pci to treat a moderately calcified cto lesion in the rca #3, an asahi microcatheter was advanced via septal channel but failed. The subject microcatheter was then delivered through the septal channel and became trapped by the lesion. The physician attempted to remove the catheter out of the anatomy when the tip separation was noticed. Attempts were made to retrieve the separated tip but went unsuccessful. The procedure was continued and the blood flow was reestablished by stenting. After embedding the separated tip with a stent, the procedure was completed.

Manufacturer narrative:
Date of event is rectified.